Event description:
The patient underwent explant of the neurostimulator and two depth leads to treat a superficial incisional infection. Treatment included oral antibiotics for 10 days.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.